Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of tocilizumab. It was reported that during priming of the tubing set, the tubing separated from an unspecified location on the distal clave y-site. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.